Event description:
It was reported that pump insulin gauge displayed amount different than caller expected, with pump showing 240 units while caller expected 260 units, and gauge value continued to change as insulin was delivered. There was no reported impact to the customer¿s blood glucose level. Customer was informed that differences within 30 units were considered accurate estimates, acknowledged this education, and was sent a message requesting return of replacement product, with no additional information provided regarding any further outcome.